Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient reported that probably a year ago or more, they started to feel like the therapy wasn't working for their symptoms and they weren't feeling the stimulation. Patient stated they told their managing health care provider (hcp) and the hcp told them they didn't have to feel the stimulation for the therapy to be effective however the patient just kept increasing the stimulation but the stimulation started feeling really strong for the patient recently. Patient stated it wasn't as awful now because it died off some, but they were screaming like they were being electrocuted when it first happened. Patient stated they had been unable to decrease the stimulation or turn the stimulation off and that they'd even taken the batteries out and everything. Patient services walked the patient through connecting to their settings. The patient received a low ins battery message. Patient services reviewed the meaning of the message, and the patient was able to dismiss the message to see their therapy settings. The therapy was on, and the stimulation was at 4.8 ma. Patient services guided the patient to decrease the stimulation, and the patient decreased down to a comfortable level. They stated, "wow that had really hurt before" but they confirmed it was now comfortable. The external device was functioning as intended. The patient was redirected to follow up with their managing health care provider to discuss their symptom concerns and to check the implanted system battery status. Patient's relevant medical history included the patient stated they had recently had bilateral knee surgeries and they'd been having a lot of pain, so their surgeon ordered an MRI of both knees (and they later said they needed an MRI of their back) so they were told by the clinic that they were supposed to charge their external devices up before the MRI. Patient services reviewed MRI compatibility considerations with the patient and redirected the patient to have the hcp call technical services to discuss further if the hcp had any questions. Patient also mentioned they had ankle surgery last july.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.